Event description:
It was reported that the insulin pump alarmed no delivery and that the infusion set cannula was bent. The blood glucose reading was 345 mg/dl. The customer stated that her blood glucose reading reached as high as 545 mg/dl. She stated that the infusion set cannula was crimped upon removal and that she changed the infusion set. She noted that 2 days would pass before she would notice the issue and change the infusion set. She declined to proceed with the troubleshoot process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.